Manufacturer narrative:
Event date: (B)(6) 2015. If implanted, give date: (B)(6) 2015. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The target lesion was located in the tortuous medium right coronary artery. After a full non-bsc bioabsorbable stent was implanted, a 3.00mmx16mm synergy¿ drug-eluting stent was advanced to treat the distal critical lesion through a non-bsc bioabsorbable stent but failed to cross the lesion. When the stent delivery system was removed, it was noted that the stent dislodged from the stent delivery system balloon proximal to the non-bsc stent and out of the guide catheter. The dislodged stent was not retrieved with a loop and had to place a 1.5mm balloon catheter distal to the sent. The balloon was inflated at a low atmospheres and pull the balloon up to the catheter, bringing the stent with it. The stent was withdrawn inside the guide catheter, but it was deformed in the process. The guide catheter was pulled out of the radial artery; however, the deformed stent was not able to pass through the radial introducer sheath and it fell there. The deformed stent was left in the radial artery and the procedure was completed using a 3x18mm non-bsc stent. No patient complications were reported and the patient's status was stable.